Manufacturer narrative:
Cause: without the defective device for return, it is challenging for transtek to conduct a detailed analysis. There are some similar device failures from other feedbacks and the cause analysis should be the same theoretically as below. 1. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 2. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 3. The patient compares the manual readings using different arms. This method is incorrect as it can lead to variations in the readings. For a valid comparison, measurements should be taken on the same arm, allowing a rest interval of 1-3 minutes between readings. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.

Event description:
Event description (provided by (B)(6)). The patient reported that their teladoc blood pressure monitor was reading 186/103 compared to a manual reading taken simultaneously of 146/85 by a medical professional. The patient confirmed that the comparison was done at the same time on different arms. The patient didn't confirm if treatment was performed as part of the device malfunction. Manufacturer narrative the patient was sent a replacement monitor, and the monitor associated with this filing was requested back for testing. The device has not been returned yet for our investigation. Should the device be returned at a later date, a supplemental report will be filed.